Event description:
The customer reported that, the ortho provue read a sample barcode ID incorrectly. A miss-association of result to the wrong sample could result in inappropriate physician action. The user identified the issue while reviewing the result by sample report, preventing erroneous results from being released.

Manufacturer narrative:
Instrument malfunction was not identified with the information provided. Investigation into this event found that the product labeling concerning proper barcode labeling was not followed. Repairs were not required to return the analyzer to expected operation. Incident occured as a result of user error.